Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2022, the patient was admitted to hospital to a pacemaker replacement. Before the implantation of the kora, leads were tested and were in normal values (leads were programmed in bipolar). After closing the pocket, ventricular impedances values were measured in unipolar mode and were higher than 3000 ohms with the impossibility to recognize the ventricular lead in bipolar. The (B)(6) the device was explanted and replaced by another one.

Manufacturer narrative:
Correction: on the section h6 - device codes, the code indicated in the initial MDR was changed to 'high impedance' evaluation: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - regular tightening mark was noted on the ventricular set screw tip whereas a high ventricular impedance was observed (above 3000 ohms). - regular tightening mark was noted at the atrial set screw tip whereas the impedance did not reveal any irregular values. - no reset was performed by the subject pacemaker. This indicates that the implantation of the device was not confirmed. - the root cause could not be determined since no programmer file (dated of the implantation date) was provided. - blood introduction could have occurred during the lead connection. This may have been incurred through repetitive insertion and removal of the associated screwdriver and/or blood infiltration during the device implantation prior to lead insertion. Considering that the return analysis confirmed proper electrical function of the device, the cause of the reported electrical issues in the ventricular channel is most likely attributable to this fluid infiltration. - based the available information, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, on (B)(6) 2022, the patient was admitted to hospital to a pacemaker replacement. Before the implantation of the kora, leads were tested and were in normal values (leads were programmed in bipolar). After closing the pocket, ventricular impedances values were measured in unipolar mode and were higher than 3000 ohms with the impossibility to recognize the ventricular lead in bipolar. The (B)(6) the device was explanted and replaced by another one.